Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Prior to calling tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. Reportedly, the customer's blood glucose (bg) level was 359 mg/dl, and was addressed with a correction bolus. The customer declined to perform a system check with tandem technical support, and would call back should further assistance be needed.